Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the device diagnosis was catheter break/cut. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 09-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a clinical study and a manufacturer representative regarding a patient receiving fentanyl 1000 mcg/ml for a total dose of 200 mcg/day and bupivacaine 10 mg/ml for a total dose of 2 mg/day via an implantable pump for non-malignant pain. It was reported the patient was 2 days post implant ad reported in their sleep they started coughing really hard and then the following day they couldn't feel their boluses and the midline spine was swelled up. On (B)(6) 2019 the patient called complaining of increased swelling at incision sites. There was no sign or symptoms of infection. The patient was told to use pressure, ice, and medicated for pain. On (B)(6) 2019 the patient called stating they went to the emergency room (ER) yesterday. They did blood test and white blood count was normal so infection was ruled out. It was noted there was fluid buildup at the incision sites. On (B)(6) 2019 aspiration was performed and 80cc of serosanguinous seroma fluid was aspirated from the pump pocket site and 30cc of the same fluid was aspirated from catheter implant site. Samples were sent for cultures. The system was reprogrammed on (B)(6) 2019. On (B)(6) 2019 cultures showed no growth. On (B)(6) 2019 the patient was back in clinic for another aspiration where 50cc of serosanguinous seroma fluid was aspirated from the pump pocket site and 20cc of the same fluid was aspirated from catheter implant site. On (B)(6) 2019 during aspiration and under fluoroscopy/x-ray the intrathecal catheter fell out and was seen coiled in the lumbar spine near l5. Immediate catheter replacement surgery was recommended and completed. Surgical observation notes stated that the catheter coiled in the supraspinal tissues. The catheter anchor was intact but the catheter on the pump side of the anchor was cut in several pieces. The catheter was fractured by the purse string. It was thought that the sutures must have cut through the tissue and the catheter while the patient had their coughing spell. Surgical intervention occurred where the catheter was explanted/replaced on (B)(6) 2019 and device disposition was returned to manufacturer. The catheter tip was at t6 and the pump was in the right buttock. Coughing was noted as an environmental/external/patient factor that may have led or contributed to the event. The outcome of the event resolved without sequelae on (B)(6) 2019. The patient's status was alive- no injury. The clinical diagnosis was increased swelling over pump pocket and catheter implant sites. The device diagnosis was catheter dislodgement. The patient's weight was around (B)(6) pounds. The diagnosis was lumbar spondylosis and lumbar radiculopathy. The patient's allergies consisted of nsaids, steroids, and ultram. Comorbidities included pup, drug dependence, depression, and gastric bypass. The etiology of the event (swelling over incision sites) indicated the relationship of the event to the device or therapy was unlikely related and indicated the relationship of the event to the implant procedure was related. The etiology of the event (coiled catheter/catheter dislodgement) indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study updated the dose for fentanyl to 100.01085 mcg/day and bupivacaine to 1.00011 mg/day. No further complications were reported/anticipated.

Manufacturer narrative:
The catheter was returned, and analysis found the catheter anchor was broken. If information is provided in the future, a supplemental report will be issued.